Event description:
Information received indicates the technician found the bed in the bed shop and noticed the topper foam was worn and the mattress foam was stained.

Manufacturer narrative:
The technician replaced the topper foam, sheer liner and fire barrier to repair the bed.